Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a promus element stent without the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts were expanded. Stent struts were examined under the microscope and no breaks were noted. Struts appeared bunched and misaligned. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 28-nov-2017. This device was received with no reported issues. However, upon review of this device, stent dislodgement and stent damage occurred. A promus element drug-eluting stent was selected to treat the lesion. No patient complications were reported.